Manufacturer narrative:
The date of this submission is 29-feb-2016. This closes out the report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a reporter working in a dermatology clinic on behalf of the medical professionals reporting on a male consumer (age unspecified) from the united states of america. The medical history included allergy to chemicals found in bandages. The concomitant medications were not reported. On an unspecified date, the consumer started using band-aid brand sheer comfort flex bandages cutaneously for an unknown indication (frequency, lot number, expiration date unspecified). After an unspecified duration, the consumer developed 3mm to 4mm vesicles and bullae with serosanguinous fluid scattered and enballed on the skin underneath the adhesive bandage site along with ulcerated erythematous papules. On an unspecified date, the consumer consulted a physician who diagnosed the events as allergic contact dermatitis and indicated that the consumer might need a skin graft for the allergic reaction caused due to the bandage usage. After an unspecified duration, the consumer had a biopsy done, which was indicative of contact allergy. The consumer had been tested with several other brand bandages and he experienced the same event. After an unspecified duration, the consumer underwent skin graft procedure to treat the event. The action taken with the device and the outcome of the event were unknown. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related. Additional information received from a physician (dermatologist) on 22-dec-2015. The patient was (B)(6) caucasian. The consumer had history of multiple reactions to different band-aids over last few years. The consumer underwent patch test for multiple purified allergens. He was strongly allergic to 3m transpore tape, up and up flexible bandage, band-aid comfort sheer, nexcare waterproof, neomycin, bacitracin, and formaldehyde two percent. He was mild allergic to formaldehyde one percent, black rubber mix, diazolidihyl urea, imidazoliolinyl urea and povidone iodine. He had doubtful or possible irritation for caladryl (calamine and paramoxine) clear or mupirocin ointment, dove and olay, cucumber melon (semi-open), dial complete foam (semi-open), fragrance mix 1, and benzylphenone 4. The consumer used the band-aid brand sheer comfort flex for open sores. After an unspecified duration, he developed several strong reactions including seeping eruptions on left upper arm. His skin on waist was examined on the reporting day and multiple strong eczematous reactions on his back and bilateral arms were noted. To ease the events he was prescribed vanicream as moisturizer, clobestol 0.05 percent for rash. After an unspecified duration, the events resolved. This report remains a serious. The physician causality was reported as related. Additional information received from physician on 10-feb-2016. At the time of reporting the consumer was (B)(6). On an unspecified date in (B)(6)2016, he underwent a repeat patch test and significant findings were noted for day 3. Multiple cross reacting substances were found to be positive including individual rubber chemical and strongly allergic to band aid comfort sheer, nexcare waterproof, up and up flexible bandage, and icy hot advanced pain relief (7.5% menthol patch). The consumer was mildly allergic to curad sensitive skin non-stick pads. This report remains serious and causality was reported as related.

Manufacturer narrative:
The date of this submission is 14-jan-2016. This closes out the report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a reporter working in a dermatology clinic on behalf of the medical professionals reporting on a male consumer (age unspecified) from the united states of america. The medical history included allergy to chemicals found in bandages. The concomitant medications were not reported. On an unspecified date, the consumer started using band-aid brand sheer comfort flex bandages cutaneously for an unknown indication (frequency, lot number, expiration date unspecified). After an unspecified duration, the consumer developed 3mm to 4mm vesicles and bullae with serosanguinous fluid scattered and enballed on the skin underneath the adhesive bandage site along with ulcerated erythematous papules. On an unspecified date, the consumer consulted a physician who diagnosed the events as allergic contact dermatitis and indicated that the consumer might need a skin graft for the allergic reaction caused due to the bandage usage. After an unspecified duration, the consumer had a biopsy done, which was indicative of contact allergy. The consumer had been tested with several other brand bandages and he experienced the same event. After an unspecified duration, the consumer underwent skin graft procedure to treat the event. The action taken with the device and the outcome of the event were unknown. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related. Additional information received from a physician (dermatologist) on 22-dec-2015. The patient was (B)(6) caucasian. The consumer had history of multiple reactions to different band-aids over last few years. The consumer underwent patch test for multiple purified allergens. He was strongly allergic to 3m transpore tape, up and up flexible bandage, band-aid comfort sheer, nexcare waterproof, neomycin, bacitracin, and formaldehyde two percent. He was mild allergic to formaldehyde one percent, black rubber mix, diazolidihyl urea, imidazoliolinyl urea and povidone iodine. He had doubtful or possible irritation for caladryl (calamine and paramoxine) clear or mupirocin ointment, dove and olay, cucumber melon (semi-open), dial complete foam (semi-open), fragrance mix 1, and benzylphenone 4. The consumer used the band-aid brand sheer comfort flex for open sores. After an unspecified duration, he developed several strong reactions including seeping eruptions on left upper arm. His skin on waist was examined on the reporting day and multiple strong excematous reactions on his back and bilateral arms were noted. To ease the events he was prescribed vanicream as moisturizer, clobestol 0.05 percent for rash. After an unspecified duration, the events resolved. This report remains a serious. The physician causality was reported as related.

Manufacturer narrative:
The date of this submission is (B)(6) 2015. This closes out the report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a reporter working in a dermatology clinic on behalf of the medical professionals reporting on a male consumer (age unspecified) from the united states of america. The medical history included allergy to chemicals found in bandages. The concomitant medications were not reported. On an unspecified date, the consumer started using (B)(6) brand sheer comfort flex bandages cutaneously for an unknown indication (frequency, lot number, expiration date unspecified). After an unspecified duration, the consumer developed 3mm to 4mm vesicles and bullae with serosanguinous fluid scattered and enballed on the skin underneath the adhesive bandage site along with ulcerated erythematous papules. On an unspecified date, the consumer consulted a physician who diagnosed the events as allergic contact dermatitis and indicated that the consumer might need a skin graft for the allergic reaction caused due to the bandage usage. After an unspecified duration, the consumer had a biopsy done, which was indicative of contact allergy. The consumer had been tested with several other brand bandages and he experienced the same event. After an unspecified duration, the consumer underwent skin graft procedure to treat the event. The action taken with the device and the outcome of the event were unknown. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related.